Event description:
(B)(6). It was reported that during a coronary artery stenting treatment procedure a thrombosis occurred. The 100% stenosed target lesion was in the right coronary artery (rca) with a 4.5mm reference vessel diameter and a 24mm lesion length. A 4.50x28mm liberte stent was implanted. An additional procedure was performed; a "rescue" for stent thrombosis. Residual stenosis was 0%. The procedure was documented as a technical success. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.